Event description:
A healthcare professional reported that patient was treated with the stream light treatment and suffers from limited visual acuity post-operatively and from spherical aberrations in the right eye, as a result patient experienced unexpected post operative refractive visual acuity value was more than two diopters after photorefractive keratectomy surgery. The patient symptoms are still continuing. There are multiple related reports for this facility. This report addresses patient initials (sa), in the right eye and additional manufacturer reports will be filed for the other patients.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. Logfile review could not be performed due to missing logfiles. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. Within the preventive maintenance program, the device was regularly serviced and was successfully verified prior to the surgery date. The latest device verification was successful per service and installation record and took place on may this year. Not enough information was provided to properly complete an investigation. Therefore, the root cause of this complaint could not be identified. The manufacturer internal reference number is: (B)(4).